Manufacturer narrative:
The evaluation of the event is still ongoing. Should additional information be received, a supplemental report will be provided.

Event description:
The customer reported that his olympus evis exera bronchofibervideoscope was displaying an image with black dots present during procedure preparation. There was no report of patient harm as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction:d9 additional information: d8, h3, h4, h6, h11 the device was returned to olympus for inspection and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.